Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead had dislodged via x-ray analysis and there was failure to capture. The patient presented with extracardiac stimulation in the emergency room for a procedure on (B)(6) 2020 where the lead was attempted to be reused but the helix failed to both retract and extend. The lead was extracted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that the cause of the reported event of the helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.